Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion. Evaluation summary (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri: the device reached eri due to low voltage on (B)(6) 2012. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device reached end of life (eol). It was also reported that the battery voltage was "ok" at the previous follow up visit and then a few months later the device was at eol. A review of the device interrogation data noted that the atrial and ventricular leads were both programmed to high settings, therefore requiring higher device output. The device was explanted and replaced. No patient complications were reported as a result of this event.